Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to an elevated blood glucose level, ketones and a black eye. A specific bg value was not provided. Reportedly the customer was treated with intravenous fluids of saline and insulin. The customer was released the next day with issue resolved and no permanent.